Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated threshold measurements and loss of capture on the right ventricular (rv) channel. A revision procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.